Event description:
It was reported the cause of the clock not set was unable to be definitively determined as the information was not captured in the log files. A cause for the elevated lactate dehydrogenase (ldh) was unknown as it was slightly elevated before this event from the patient¿s baseline, but not enough to be concerned about. The patient had not returned for repeat labs.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: controller clock resets were confirmed in the review of the submitted log files. A specific cause for the controller clock resets cannot be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Analysis of the submitted log files revealed that the controller clock appeared to be reset for 1 month and 26 days, as the default timestamp of the controller clock is (B)(6)2000 at 0:00:00, and the timestamp of the log file captured data on (B)(6) 2000. The initial conditions that caused the clock to reset were not captured in the log file due to the data being overwritten. The pump operation was not affected and the pump operated at the intended speed without issue for the duration of the log file the patient remains ongoing on heartmate 3 lvas, serial number, (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic and reported that on (B)(6) 2023 they woke up in the morning feeling fatigued, nauseated, and with a headache. They stated that they went back to bed and woke up around 2:30 pm still feeling poorly and noticed that their controller was completely off. They reported that they changed the batteries and the pump turned back on and they started feeling better within about 30 minutes. The patient was unsure what time the pump turned off. They stated that they did not hear the alarms go off, and healthcare providers noted that the patient has significant hearing loss. The patient did not follow-up until (B)(6) 2024, and at that time they reported to be in their usual state of health. Routine labs were completed and lactate dehydrogenase (ldh) was 306 u/l, international normalized ratio was 4.4, and other labs were grossly unremarkable. Interrogation of the device showed that the clock was no longer set and that there had been 1 use of the backup battery since their last visit for a total of 127 minutes of use. The backup battery was to be replaced. Log files were sent for review and captured controller clock corrupt events. The amount of time the pump was off was unable to be determined. The last good time stamp in the periodic log was (B)(6) 2023 at 05:04:33. The event log time stamp was filled with default times. The controller clock was reset.